Manufacturer narrative:
Additional information: additional information received which the following fields were updated accordingly: the patient is (B)(6) 2023. Questions: (please do not leave blanks. You may enter unknown or n/a (not available)) ¿ what cartridge lubrication was used: bss or ovd, please specify brand (e.g. Alcon bss plus, endosol, etc.)? O bss ¿ if bss, is it used a room temperature, etc.? O I believe so ¿ if bss, were any additives used (e.g. Shugarcaine, omidria, etc.) O omidria ¿ where was, bss or ovd introduced into the cartridge, from the tip or from the cartridge canopy? O cartridge canopy. ¿ also please specify if a combination of bss and ovd were used (e.g. Bss introduced in the canopy and ovd at the cartridge tip) o bss ¿ can photos or videos of the lens damage be provided? O perhaps it can retrieve the video? Otherwise no. ¿ can a returned sample/s on the involved lens and/or cartridge be made available for further investigation. O the lens was left in the eye. I do not believe we have the cartridge anymore. ¿ what was the average dwell time? How long do you keep in the dwell position? 0-10 minutes per dfu recommend3 mins. O somewhere between 3-5 minutes ¿ how do you do the initial advancement? O scrub tech makes initial movement, the lens rests until I am ready to inject, I make the twists / advance the iol in the cartridge. ¿ who performs the initial movement of the lens? Who does the first twist? Is it uninterrupted once the lens passed the dwell position? O scrub tech makes initial movement, the lens rests until I am ready to inject, I make the twists / advance the iol in the cartridge. ¿ when advancing the lens are you making complete turns or small ¼ twist? O half turns. ¿ does this lens remain implanted to date? O yes. ¿ how is the patient doing, any visual problem as a result of the cracked lens issue? O unfortunately, I am unsure. The pt went back to rdr after post-op day 1, and she was 20/40 ph 20/20 at this time. This is a vfo pt so we will likely see this pt again. I do not even have a post-op report from the rdr... ¿ what is doctor's next plan of action? O if the pt is happy, we will likely leave the iol alone. ¿ was there any cartridge damage? O no ¿ is the cartridge available for return to jnj for evaluation? O likely no ¿ please kindly provide the following patient's demographics if available: ¿ affected eye: os. ¿ date of birth: (B)(6) 1950. ¿ age at time of event: 73. ¿ weight: 124. ¿ gender (female, male, intersex, transgender, patient prefers not to disclose, no information): female ¿ race (african american, alaska native, american indian, asian, native hawaiian, other pacific islander, or white): white/caucasian. ¿ ethnicity (hispanic/latino or non-hispanic/latino): non-hispanic/latino. ¿ doctor¿s full name. (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4 and a5: unknown, information was requested but not provided. Section d6b: if explanted, give date: not applicable as the lens remains implanted. Section h3-other (81): the intraocular lens (iol) was not returned for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain additional information regarding the event; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after an intraocular lens (iol) was implanted, the surgeon noted two small cracks on the optic. The lens was left in place and remains implanted to date. No surgical or medical interventions were required or are planned. The symptoms do not significantly interfere with patient's daily activities. The surgeon is hopeful that the cracks/defect will not impact the patient visually. No further information was provided.